Manufacturer narrative:
H3 other text: the customer refused service. So, the device was returned unrepaired.

Event description:
It was reported to philips that the switchover during the function test takes up to 20 seconds and then starts very delayed. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.